Event description:
Regulatory agency reported "folds, waves, rotation of the device and stage 2 shell of the prostheses". This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued e1 (physician phone no): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and malposition is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii and malposition.